Event description:
As reported: "while attempting to place one of the bi-cortical interlocking screws in the distal end of femur plate, it was noted that the drill bit being used had broken off in femur. The patient received additional incision medially to remove tip of drill bit."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.